Event description:
Patient stated he went into a "kiddie pool" yesterday and received an unknown call service alarm when he exited the pool. Patient removed and re-inserted battery. Pump goes to verify screen but keypad does not work. Patient mentioned that all the keypad buttons are not working and there is a white haze, which the patient claims looks like condensation behind the screen. Patient has discontinued pump use and is on backup plan. The product was replaced. At this time there is no evidence that a serious injury occurred. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump will not power on. Leak testing revealed a case seal leak, and there was evidence of moisture found inside the pump. Testing for the keypad allegation could not be adequately completed since the pump would not power on.